Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was proceeded when it was happened. The process was completed by transferring the system to another device. The philips field service engineer (fse) inspected the system onsite and confirmed that the device has no x-ray. Upon some functional test fse confirmed that there was a malfunction with the hand switch. Fse replaced the hand switch. After replaced the hand switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the system could not expose. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.